Manufacturer narrative:
The customer reported that the AED will not power on. This AED nor its electronic log files were returned and thus the root cause could not be determined. As a follow up with the customer, the proper maintenance of this device was reviewed. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
The customer reported that the AED will not power on. They did not report that this event occurred during patient use.